Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v926213, implanted:(B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v926213, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v926213, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient underwent a revision of two thoracic epidural neuroelectrodes and a revision of the two lumbar peripheral neuroelectrodes on (B)(6) 2012. A rechargeable pulse generator was implanted and there was programming of the pulse generator for one hour. There were no complications. The patient noted greater than 50% improvement of his low back pain with use of the neurostimulation system. Further follow-up is being conducted. If additional information is received, the event will be updated. The patient's relevant medical history includes non-malignant pain.